Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 3.8 mmol versus 17.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 78%. Pt did not experience any adverse events. No further info has been reported.